Event description:
Device 4 of 4. Ref MFR report: 1627487-2012-06371, -06372, -06373. The pt had two leads (from the same lot) for off-label use. It was reported the pt was not receiving adequate pain relief. It was also reported the pt had not recharged the ipg as intended. As a result, the pt's ipg became non-functional. On (B)(6) 2012, the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.